Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the stalls occurred on (B)(6) 2016 at 00:19 with a recovery at 00:56 and again at 23:12 with recovery at 23:59. The MRI was performed at 06:37. Further records had been requested, as the time of the MRI did not correspond to the time of the motor stalls.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving unknown baclofen at a concentration of 1000 mcg/ml and a dose of 150.2 mcg/day via an implantable pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient's device was interrogated on (B)(6) 2016 and it was noted the patient had a motor stall on (B)(6) 2016 at 16:08 and recovery the same day at 16:41 secondary to MRI. The patient also had a second motor stall and recovery on an unknown date at unknown times. It was indicated the stall was related to the device or therapy. No actions were taken and the issue resolved on (B)(6) 2016. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.